Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va386ms product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that there was an impeded lead, which was further clarified to be high impedance. The exact number was unknown. There were no other stimulation issues to report about this issue. Troubleshooting was performed which included increasing the amplitude on program 1 multiple times to try and clear the impedances. The cause was unknown. They indicated the issue was resolved. On 2026-feb-23 additional information was received from a manufacturer representative (rep). The rep reported that the steps taken to resolve the issue was that they grabbed another lead to implant.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had an impedance error when they connected the lead to the generator, they tried multiple times with no success in clearing the issue so they replaced the lead. They mentioned that the reason for changing the lead was due to positioning difficulty.

Manufacturer narrative:
H3: analysis of the lead (lot#: va386ms) revealed that upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified that there was a break in the insulation under the connector at the proximal end of the lead; consistent with explant damage. Analysis identified a break in the insulation under electrode at the distal end of the lead; consistent with explant damage. Continuation of d10: product ID 978b128 lot# va386ms serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.